Manufacturer narrative:
Clarification to a.6.: indigenous australian. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information provided a timeline of the event. After xen®45 gts implanted into the left eye, patient experienced pre-septal cellutitis a week post-operatively. Approximately 15 months later, patient experienced ocular pain. About two months later, patient experienced scleritis but was misdiagnosis the caused of scleritis was secondary to ra. The actual cause of scleritis was infection. Eight days later, the implant eroded through a 10-11 o'clock. Patient has a pre-existing conditions of immunosuppression, diabetes, and with high dose subconj mmc injection during initial surgery that could affect the conjunctival integrity of the eye. It was further noted that patient has a thinning in the conjunctiva at the xen site but temporal conjunctiva is healthy. Approximately a month and a half later, patient experienced choroidal effusion/detachment and inflammation the next day. 11 days later, the device was explanted and tutoplast plug + amniotic membrane performed. The device was sent to pathology for mcs.

Manufacturer narrative:
Article citation: kingston, ezekiel j. Mmed, bmed, bsc; zagora, sophia l. Franzco; symes, richard j. Franzco; raman, pushpa ms ophthal, fico; mccluskey, peter j. Md, franzco; lusthaus, jed a. Franzco. "Necrotizing scleritis after xen gel stent with mitomycin-c." Journal of glaucoma, vol. Publish ahead of print, 2021. Crossref, doi:10.1097/ijg.0000000000001959. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The following events are known potential adverse events addressed in the product labeling: exposure, infection, high intraocular pressure, uveitis, and ocular infection. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
A case study with the following events were reported in the article: "necrotizing scleritis after xen gel stent with mitomycin-c," journal of glaucoma. A patient experienced left eye pain 1 week post-implant. Patient was hospitalized with pre-septal cellulitis and treated with intravenous cefotaxime and oral amoxicillin with clavulanic acid, events resolved. 14 months later, patient developed a dull ache with an iop of 40 mmhg. Treatment of topical brinzolamide, brimonidine, and timolol eye drops were started, but after 1 month iop reduced to 5 mmhg. All drops were stopped and patient started on dexamethasone ophthalmic suspension 0.1% drops 2x daily for two months for pain management. Then the drops were increased to hourly following: increased nasal scleral inflammation, reduced visual acuity (20/80), and iop of 8 mmhg. A different facility diagnosed the patient with scleritis secondary to rheumatoid arthritis and a reaction to topical dexamethasone. Treatment was changed to ketorolac tromethamine 0.5% eye drops 4x daily. Orbital CT scans suggesting scleritis, choroidal detachment, and effusion. Inflammatory markers were raised with c-reactive protein, erythrocyte sedimentation rate and white cell count, deemed not device related. Patient was transferred to reporting facility. On admission, bcva had reduced to counting fingers at 1 m and iop was 11 mmhg. Slit lamp examination was limited by pain and mucoid discharge. In the upper nasal quadrant there was an avascular, ischemic area of conjunctiva overlying a limbal area ischemic sclera. There was a flat bleb. Seidel test was negative. The anterior chamber was deep with 4+ flare and 3+ cells, but no hypopyon. A large temporal choroidal effusion was easily visible and encroaching on the macula. There were no vitreous cells. B scan ultrasound was performed. Treatment of topical ofloxacin 3 mg/ml, cephalothin 5%, and oral moxifloxacin 400 mgs was initiated. Cycloplegia was induced with atropine 1% drops and ketorolac tromethamine 0.5% drops were ceased. Over the following week, periocular edema reduced but nocturnal pain persisted. Low-dose dexamethasone 0.1% minims were introduced and led to resolution of pain and intraocular inflammation. Bcva improved to 20/30 and iop was stable at 14 mmhg. The avascular conjunctival tissue overlying the xen gel stent tip progressively thinned with exposure of the stent by day nine with brisk aqueous leak and severe hypotony (iop 2 mmhg). The same evening, the device was removed and a tutoplast plug was inserted to repair the leak. Amniotic membrane graft was placed over the ischemic scleral bed. Following surgery, there was no leak, pain resolved, iop improved to 11 mmhg, choroidal effusions resolved, bcva improved to 20/40. Patient was discharged after 5 days. 1 week after surgery, bcva decreased to 20/600 and iop was 0 mmhg with recurrence of the large temporal choroidal effusion and macular folds. There was a large bleb under the amniotic membrane with no leak. The bleb fibrosed as the amniotic membrane fused with the sclera. By 6-months, iop was 24 mmhg and bcva had improved to 20/40 with 3 dioptres of astigmatic correction. Patient recently suffered an acute myocardial infarction and was admitted to intensive care with sepsis secondary to pyelonephritis, deemed not device related and events resolved.